Event description:
It was reported that the compressor generated noise. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the compressor generated noise. The ventilator was investigated on site by our field service engineer. According to service report noise were coming from the compressor. Compressor 10000 hrs maintenance kit was replaced after which noise was also detected coming from the compressor motor. For further investigation the compressor motor needs to be replaced, however customer has not yet accepted the quote for replacement. No parts returned for investigation and therefore, no root cause can be established.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Connected ventilator or anesthesia workstation switches to 100% oxygen when loosing air inlet pressure. Noise coming from compressor will not affect delivering air gas to ventilator. Therefore, this situation is not-safety related, the alarms will be generated, and proper measures can be taken. This event occurred on the indian market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided in previous report: d4 serial # and in this report h4 manufacture date correspond to device involved in the event, which is "compressor mini 230v 50hz¿. A correction of fields # d1 brand name, # d4 version or model #, d4 ¿ unique identifier (UDI) # was required. D1 - brand name: previous brand name: compressor mini, corrected brand name: compressor mini 115v 60hz d4 - version or model #: previous version or model #: compr mini 230v 50hz, corrected version or model #: 6481779, d4 ¿ unique identifier (UDI) #: previous unique identifier (UDI) #: missing, corrected primary di number: (B)(4).